Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. For treatment, the patient did not disclose. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded. The discharge time is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned their bgs fluctuating while using the system and receiving an urgent low glucose alert and automate delivery restriction alert. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of over delivery of insulin. Inspection of the phb data confirmed urgent low glucose values, however the data showed that the system was reducing the total suggested insulin prior to the low bgs until the agc algorithm was no longer suggesting insulin at 178 mg/dl and did not begin suggesting again until a steep increase in bg value was predicted. The phb data showed that the system did not suggested insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below 75 mg/dl when sharp increases in egv were predicted, which is expected behavior of the system. The phb data also confirmed the generation of the automated delivery restriction alert. This was due to the system suggesting at the maximum value for too long due to high egvs. This alert put the user in automated mode: limited until they acknowledged the alert, when they would be put into manual mode. This is expected behavior of the system. The agc algorithm was found to appropriately adapt the suggested insulin based on egvs and user inputs. The system was found to function as intended.